Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced low blood glucose levels. Customer's blood glucose level was 26 mg/dl at the time of incident. Customer treated low blood glucose level with food. Customer reported senor reading were wrong that lead to low blood glucose event. Customer experienced fatigue and dizziness as symptoms of low blood glucose level. Customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode feature at the time of low blood glucose event. Customer reported auto mode was automatically delivering insulin at the time of low blood glucose event. Based on customer report customer did not allege that the insulin pump was over delivering. The insulin pump will not be returned for analysis.